Manufacturer narrative:
Concomitant medical products: dtba1d4 device, implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital due to heart failure and it was noted the right atrial (ra) lead and left ventricular (lv) lead connector pins had been reversed in the header of the cardiac resynchronization therapy defibrillator (crt-d). The heart failure was due no atrioventricular synchrony as a result of the ra and lv pins being reversed in the header. The device was reprogrammed and the date of surgical revision is unknown, but expected. The device, ra lead and lv lead remain in use. No further patient complications have been reported as a result of this event.